Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of they have brought it to my attention that the cord is fraying at the base where it connects to the probe was confirmed. The cord is fraying at the base where it connects to the probe. The probe tested as expected, however the cable jacket is separated from the probe strain relief exposing the wires. The root cause of the reported issue is due to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by an employee they have brought it to my attention that the cord is fraying at the base where it connects to the probe (B)(6) 2023 - the returned device exhibited exposed wires.